Event description:
It was reported that the gynecologic laparoscope had a green image on the monitor. The issue was found during a therapeutic procedure that was completed with an olympus back up device. There were no reports of patient harm.

Manufacturer narrative:
E1: initial reporter establishment name: (B)(6) medical center. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: green image on the monitor was caused by a component failure of the charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.